Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device broke and the handle could not be opened. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one used lf1537 ligasure device was returned, and an evaluation of the sample identified factors that may have contributed to the reported issue. Mechanical testing found the latch was not working properly. The device was disassembled, and the investigation found that the hand lever tine was broken inside the instrument body, preventing the handle from latching or unlatching. The damaged prevented the jaws from fully closing. This kind of damage is similar to what is seen when the user forces the latch open after the device is left latched for an extended period of time. The investigation identified the root cause of the reported event to be misuse. If information is provided in the future, a supplemental report will be issued.